Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip interventional procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed. When inserting the steerable guide catheter (sgc) in order to perform the mitraclip procedure there was resistance and when the sgc was pushed harder, the physician felt a "pop" [suture break] with the two pre-placed prostyle sutures. The sutures of two additional prostyle devices were pre-placed to attempt to minimize the bleeding and the procedure was continued. The sheath was upsized to a 24f and the mitraclip procedure was completed. When the sgc was removed at the end of the procedure there was extensive bleeding at the groin site. The "ridge" of the sgc had tore the vessel, this was not due to an issue with the prostyle devices. Reportedly, this was a patient-specific issue in that the patient had very friable tissue at the groin site and there was resistance with inserting the sgc. Six (6) additional prostyle devices were used to repair the right femoral vein and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D1,4 - additional information was provided that it was a perclose prostyle device. H6- device code 2017 clarifier: failure to follow steps/instructions. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. ¿prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall¿. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely, the friable vessel, the use of the sgc of the mitraclip, and interaction with the sutures are due to the circumstances of the procedure, based on the reported ¿the sgc of the mitraclip device is very commonly difficult to pass through the venotomy¿. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a mitraclip interventional procedure. Reportedly, the sutures of two perclose devices were successfully pre-placed. When inserting the steerable guide catheter (sgc) in order to perform the mitraclip procedure there was resistance and when the sgc was pushed harder, the physician felt a "pop" [suture break] with the two pre-placed perclose sutures. The sutures of two additional perclose devices were pre-placed to attempt to minimize the bleeding and the procedure was continued. When the sgc was removed at the end of the procedure there was extensive bleeding at the groin site. It was thought that the vein was torn when the perclose initially failed, right after the feeling of a "pop". Six (6) additional perclose devices were used to repair the right femoral vein and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure device with reported issue referenced in b5 is filed under a separate medwatch report number.